Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 (night drain #3) alarm occurred at the end of peritoneal dialysis on the homechoice. The patient was connected at the time. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The patient cycled power to clear the alarm. There was no patient injury or medical intervention reported. No additional information is available.